Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cadioverter defibrillator exhibited post paced t wave oversensing which resulted in inappropriate atp. The device was reprogrammed and the patient remained asymptomatic.